Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that they were getting recoverable 23027 faults that turned into 41070 faults. Customer tried power cycling, hard cycling, and reseating blue fibers but the issue remained. Tse was able to review logs once onsite was connected. Tse advised the customer to disconnect the faulting surgeon side console (ssc) and continue with just one ssc. The customer disconnected faulting ssc and system was able to home without issue. The procedure was completed with the second ssc with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the patient was a male and could not provide any additional information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the left master tool manipulator (mtml) to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported error 23027 along axis 2 but could confirm as having occurred via field error logs. A visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Fa performed tests via dte, and matlab and they passed. A review of the site's complaint history does not reveal any related complaints involving this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse) and revealed error 23030 - nel: j23 counter balance spring cable failure on mtml, axis 2. This complaint is being classified as a reportable event due to the following conclusion: this was a dual console and due to one of the consoles faulting, it had to be disconnected and the procedure was converted to using just one console. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.